Event description:
It was reported that the call was disconnected and occlusion issues were experienced by the customer. There was no reported impact to the customer¿s blood glucose level. No additional information was received regarding the outcome of the event.